Manufacturer narrative:
The user does not provide specific batch test results;the user does not provide medical diagnosis results or pcr test results; corresponding to the production batch of product retention samples (lot:221co20222) , the test was pass.

Event description:
Customer feedback : test cards in each pack result in one negative and one positive when directly adding testing solution to the test card.